Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed due to noise on the right ventricular lead. Diagnostic imaging was inconclusive. The patient will be monitored. The patient was stable and experienced no adverse health consequences.